Event description:
It was reported that patient sustained small 1st to 2nd degree burns, as a result of an ipl treatment to the face. Amoxil antibiotic was prescribed.

Manufacturer narrative:
On site lumenis field service investigation found that the subject (560nm ipl head) device was within allowable operating and functional tolerances. Based upon reported settings power levels during treatment were too aggressive for patient skin type and treatment location in contradiction to product labeling. No failure mode could be found with the subject device.